Manufacturer narrative:
No button error alarms noted during testing. No scrolling numbers noted on the display. All of the buttons on the insulin pump functioned properly, however corroded keypad traces noted. The device was unable to prime during prime tests and it alarmed motor error alarm during basic occlusion test due to moisture damage noted in force sensor resistor. Moisture damage was also noted on motor assembly. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported intermittent button response from the insulin pump, and a button error alarm. The customer did not recall any events leading up to the event. The blood glucose level was 179 mg/dl. At the time of the event. The customer was advised to discontinue use of the pump and return it for replacement and analysis. No further information was provided.